Event description:
It was reported that the black impactor tip (1235-0-013) from mdm tray broke off at the threads during impaction. The procedure was completed successfully with no impact to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving an adm impactor was reported. The event was confirmed. Method & results: device evaluation and results: the device has completely fractured on the threaded side of the device and the second part was not returned. The part that shows the device details was not returned, so the lot ID cannot be determined. Device history review and complaint history review were not performed, the device was not properly identified. Conclusions: an internal CAPA was issued for investigation. The root cause was determined to be design. Design controls were updated and the CAPA was closed. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the black impactor tip (1235-0-013) from mdm tray broke off at the threads during impaction. The procedure was completed successfully with no impact to the patient.